Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon and catheter of the device had no damages. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole, which does not confirm the reported event of balloon burst; however, the problem found could have been interpreted by the customer as the reported event of balloon burst. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the distal section on the body of the balloon. It is possible that interaction of the protector sleeve during the removal of this part or the interaction with any other device during the preparation could affect the integrity of the balloon. It's important to mention that IFU mention as an step "to maximize endoscope passage, apply a vacuum to the catheter before removing protective sleeve.", so based in the complaint there is not information or it's not clear if the customer applied the vacuum. For this reason the event is classified as "adverse event related to procedure" because, the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label as the balloon was pre-inflated.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was unpacked to be used in the common bile duct (cbd) for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the preparation for the procedure, the balloon was tested and it was noted that the balloon ruptured at 3 atm. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was unpacked to be used in the common bile duct (cbd) for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the preparation for the procedure, the balloon was tested and it was noted that the balloon ruptured at 3 atm. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.